Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 432 mg/dl and diabetic ketoacidosis resulting in a visit to the emergency room (ER) and subsequent hospitalization. The suspected cause of the high bg was unknown. At the time of the event, no issues were observed with the cartridge, infusion set tubing, infusion set cannula, pump or the insulin in use. The customer was treated with insulin infusion and saline fluids. The treatment resolved the issue and the customer was released on (B)(6) 2022 with no permanent damage sustained. Additionally, it was reported that the touchscreen was cracked and unresponsive. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed, and no failure was identified related to the reported high bg. The touchscreen issue was verified.